Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter rec'd and evaluated the device. The device was found to be out of specification in relation to the reported symptom, which was unable to be reproduced. Upstream occlusion alarms were confirmed through the event history log and were determined to be caused by a failed ultrasonic sensor. The failed ultrasonic sensor was replaced.

Event description:
It was reported that a spectrum pump falsely alarmed upstream occlusion. It was also reported that there was no patient injury.